Manufacturer narrative:
The device was received for evaluation. Visual inspection observed and found that the keypad was damaged and was not working, and it was found to be a non-OEM keypad. [Functional testing statement including whether any issues related to the customer reported condition were identified during functional testing. Evaluation observed and found that the keypad was damaged and was not working, and it was found to be a non-OEM keypad. The reported condition was verified. The cause of the condition was determined to be a damaged keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad needs replacement. The reported problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.